Event description:
Redness, hives, blisters, skin peeling, runny eyes and runny nose, type 4 contact dermatitis within mins of donning latex gloves. Pt has been treated with an antihistamine, steroid hand cream and a skin barrier cream. Advised to carry an epipen and wears a medic alert bracelet.